Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. (B)(4).

Event description:
It was reported that the programmer rf (radio-frequency) head cable was disconnected, and there was a telemetry failure. The rf head was returned for repair and test/calibration. No patient complications were reported as a result of this event.